Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon popped during the case. The balloon deflated but did not break into pieces. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual and functional testing of the returned sample confirmed the device was intact and the balloon was able to be inflated without any demonstration of any leaks. There were no other functional abnormalities. The reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.